Manufacturer narrative:
Probable allergic reaction to the hema in the desensitizer.

Event description:
Office called in and reported that after a week of whitening, the patient noticed blisters on their lip. The patient stopped for a few days and then started whitening again. The lip swelled up after whitening and they contacted their dentist. Office has been advised to have the patient discontinue all whitening, till symptoms subside. When they begin whitening again, they would no longer use the desensitizer. Followed up with office, they reported that swelling subsided completely after 3 days. The blisters also have gone away. At this time, the patient has decided not to whiten again.